Event description:
It was reported that, on start up a 980 ventilator generated an exhalation flow sensor error message the ventilator was not in use on a patient at the time of the reported event the service engineer (se) inspected the device and verified the reported issue. The se found the exhalation flow sensor (evq) was not seated correctly therefore, the ventilator could not detect the evq being installed. The se performed extended self-testing on the device and all tests passed.